Event description:
An advanced bionics representative reported high impedance readings during a reprogramming session. The patient was scheduled for a lead revision. The lead was explanted and replaced with a new advanced bionics lead.